Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station kept restarting. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station kept restarting. A technical support specialist (tss) dialed into the device and checked the logs. An unexpected error occurred during a database operation (syncdataexception) while uploading changes. However, the error did not reoccur in the current logs, indicating it was a transient issue. The tss confirmed with the customer whether the issue was still occurring and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.